Event description:
It was reported that the lead had drawn back from th ventricle and could not be relied on to pace properly. During the reposition procedure, the physician nicked the lead with scissors prompting extraction of the lead. A new lead was implant and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.